Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 492 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the cannula came out the infusion site and the cannula was bent. Symptoms reported include feeling nauseous and vomiting. The patient was not treated but they did remove the pod. The patient was released the same day. The pod was worn when seeking medical attention.